Manufacturer narrative:
510k # of similar product code of 826631: k914479. (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a day after being implanted, a microsensor gave incorrect readings. It was revised with another microsensor that recorded accurately. No time delays were reported as the implant and explant of the sensor occurred on different days.

Manufacturer narrative:
The sensor was returned for evaluation. A review of quality records for the component found the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned component found no visible damage to the sensor or connector. The catheter material was kinked at the connector and the strain relief was torn. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the evaluation the issue was unable to be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.